Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator found no anomaly.

Event description:
It was reported that a patient had their implantable neurostimulator (ins) explanted due to stinging at the ins pocket site no matter whether stimulation was on or off. It was stated that the patient had a burning sensation at the device pocket located on the left side of the body, and less than 50% therapy relief. Reprogramming was attempted and that impedance testing, and x-rays were performed. The outcome of the explant surgery was not known at the time of this report. Additional information received reported that the impedance test results were normal. It was stated that after the pocket site was moved by the surgeon, patient was receiving effective therapy.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 97791 lot# n370157, implanted: 2013 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).